Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. Date of issue and sensor insertion is an approximation. The patient's mother stated the sensor was removed early because the patient had an allergic reaction. On (B)(6) 2018, the patient had a reaction to the sensor adhesive patch. The reaction was described as a red rash that was itchy and bumpy. The patient went to the doctor on (B)(6) 2018 and was prescribed antihistamines to treat the reaction. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.